Event description:
A report was received that the patient developed a mild urinary tract infection and was treated with medication. The event was assessed as causally related to the procedure and not related to the device hardware or stimulation. The event is resolving.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient developed a mild urinary tract infection and was treated with medication. The event was assessed as causally related to the procedure and not related to the device hardware or stimulation. The event is resolving.